Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a colectomy functional end to end anastomosis, when surgeon attempted to open the jaws, intestinal mucosa has gotten stuck at the distal end of the knife channel, so that the jaws got stuck inside of the intestine. Since the attempt of working it out with forceps failed, the mucosa was cut by scissors. No suture reinforcement was performed by surgeon's judgement. The staple line had no problem. Last patient's status was under observation. Operating time not extended. No additional tissue resection. Nothing fell into the cavity. No bleeding.